Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula found a damaged distal tip and a tear approximately 0.652 in. From the nailhead that prevented the flow of fluid through the fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Investigation of the data found no timeouts or drive stalls, though a 0x34 alarm was generated by the pod. 0x34 alarms are triggered when the processor resets for unknown reasons. Corrosion found on the underside of the pcb could have contributed to the processor reset that triggered the alarm. Post-use damage was found on several components of the received pod. The top housing, piezo element, and ratchet gear were all damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to approximately 300 mg/dl. The pod was worn on the patient's abdomen for longer than 48 hours. As treatment, a new pod was applied.